Event description:
Edwards received information that this 31mm porcine mitral valve, implanted three (3) years two (2) months, was explanted due to prosthetic valve dysfunction and severe mitral regurgitation. The device was replaced with a 29mm pericardial valve and patient was discharged.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards® duraflex® low pressure mitral bioprosthesis, model# 6625-lp, PMA# p870077. Device was not returned. \additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood in the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Without additional information or return of the device, the root cause of the event remains indeterminable. See also report 2015691-2014-01079 for this patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.